Event description:
On (B)(6) 2014, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. CT angiography identified the trunk completely covered the right renal artery and partially covered the left renal artery. It was reported the cause of the device movement is unknown. The device was reportedly identified to be in the intended location after deployment. It is suspected that the device may have been pushed up by the sheath. It was reported the physician implanted two evercross stents into the renals to restore flow. The aneurysm was excluded and flow was restored to the renals. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.the device complaint could not be confirmed with the provided information.